Event description:
Hcp reported "pt had history of extra medication at refill and has experienced withdrawal symptoms. Questions if pump operation is intermittent. The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.